Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulty. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left superficial femoral artery. Following pre-dilatation, there was difficulty deploying a 6.0x150mm supera peripheral stent. The stent driver (thumbslide) would not catch the stent. Troubleshooting was performed by twisting the stent system through the heavily tortuous iliac artery and the stent was deployed. The delivery system was removed under fluoroscopy. The procedure was successfully completed with the deployment of a second supera stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.